Event description:
Healthcare provider reported a right side capsular contracture baker grade iii/IV and rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on radius side assessed as fold flaw opening and missing shell assessed as inconclusive. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ wear abrasion is observed. ¿ creases are observed. ¿ white particles calcification-like were observed on the shell.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare provider reported a right side capsular contracture baker grade iii/IV and rupture. The device has been explanted.